Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when delivering the catheter, the tip of the catheter fractured and fell into the vessel. The catheter and tip were caught with a guidewire and removed from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter shaft was broken off. If information is provided in the future, a supplemental report will be issued.